Event description:
It was reported that, during set up or inspection for treatment, the individual pouch of one (1) opsite flexigrid 10x12cm ctn 50 was not sealed. The treatment was resumed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H10. Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation; therefore, product analysis could not be performed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. Additionally, there have been no previous investigations for the part number and failure mode reported. According to the flexigrid dressings on the high-speed films line specification, the dressing passes through an in-process seal integrity testing. The document includes all the specifications that must be followed during the sealing process. The risk management documentation for opsite flexigrid has been reviewed to assess whether the alleged failure and associated harm has been anticipated. A review of the most recent complaint data for opsite flexigrid confirmed no further occurrences of pouch seal failures, equating to a probability rating of improbable and therefore considered as acceptable with no impact to the risk file ratings. Probable causes include that the pouches experienced unexpected high pressure after shipment and the air inside pouches burst the pouch seals open or a failed in-process inspection during manufacturing. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.